Manufacturer narrative:
The insulin pump had button error alarm due to corroded keypad trace. No moisture damage found on electronic assembly and motor. The device was also received with cracked display window corner, cracked battery tube threads, scratched on lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. Customer's blood glucose value was 317 mg/dl. It was explained that the customer fell in a puddle of water with the insulin pump. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.